Manufacturer narrative:
(B)(4). Batch # r9221x. Investigation summary. The device was returned with the tissue pad damaged, melted, not all present and a half portion was not returned. The device was connected to a gen11 and the device did activate during functional testing. There were no abnormal noises heard at any time during testing. However, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, an unexpected sound was heard in about 3 hours and the jaws were wiped with gauze by a scrub nurse. Then, it was found that the tissue pad peeled off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.